Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected at a training seminar in the nasal labial folds with juvéderm® ultra, in the lips with juvéderm volbella® xc, and in the marionette lines and oral commissures with juvéderm vollure¿ xc. The patient experienced ¿arterial occlusion in the superior labial atrium, the angular artery, and the facial artery.¿ patient was treated the next day with 1500 units of hylenex and 2 vials of vitrase, and ¿it looked like [patient] was on [their] way to necrosis.¿ 2 more vials of vitrase given a day later. No further information provided. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00747 (allergan complaint # (B)(4)) and MDR ID # 3005113652-2019-00748 (allergan complaint # (B)(4)). This MDR is being submitted for juvéderm vollure¿ xc.